Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set leaked from the side port (clearlink) while running a chemotherapy infusion for a patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: the lot was produced in december 2021. H10: the actual device was not available; however, retained samples were evaluated. The retained samples were visually inspected with no issues noted. Functional testing including gravity and under water leak testing were performed with no issues noted. The reported condition was not verified on the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.